Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon receipt, the belt failed the hi-pot test, the trunk cable crimp was pulled from the strain relief and pulse wires were damaged in the trunk cable and distribution node to front therapy electrode cable. The cause for the hi-pot test failure was the damaged pulse wires. The root cause for the damage pulse wires cannot be positively determined but is likely excessive force placed on the cables. No adverse event resulted from the damaged pulse wires. The last pt to use this electrode belt did not report any problems.

Event description:
A reviewer of service data has detected a reportable event. Upon servicing of electrode belt sn (B)(4), which was returned for normal maintenance, the belt failed the pulse lead hipot test. The last pt to use this electrode belt did not report any problems.